Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during an esophageal resection, eea sizers were used. The orvil anvil was introduced transorally by the anesthetist. The suture was cut on one side by the surgeon; the plastic introducing tube of the orvil was removed. The eeaxl25 was positioned by the surgeon and he tried to connect the orvil anvil with an alligator forceps onto the grasping notch of the eea instrument. Although the surgeon tried several times it was not possible to connect the anvil completely onto the eea central punch; the anvil legs were not bent. The surgeon converted to a thoracotomy and used an eea25 to make the anastomosis.. There was an extension of the procedure by more than thirty minutes and no reinforcement material was used. Last known patient status: stable.

Manufacturer narrative:
Device evaluation: post market vigilance (pmv) led an evaluation of one eea xl 25mm single-use stapler and one dst series* eea* orvil* 25mm device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The reported condition for this incident was that the orvil anvil was difficult to attach during the esophagus procedure. The visual inspection and functional evaluation of the devices had acceptable results. Visual and functional testing of the returned products confirmed the products met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the device history records indicates these device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as tested satisfactorily as the devices were found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).